Event description:
It was reported that vent fail during use no health consequences have reportedly occurred.

Manufacturer narrative:
"It was reported that the anesthesia machine suddenly malfunctioned after approximately 5 minutes of machine-controlled respiration, the machine stopped breathing, and oxygen saturation dropped. An anesthesia machine was immediately replaced and after being connected, the machine operated normally and the patient's oxygen saturation returned to 100% , with no patient harm. Upon investigation, the user report mentioned contacting the manufacturer and waiting for the manufacturer to come out to fix the problem, but the repair was actually completed by a third party. Since dräger was not contacted to participate in the maintenance of the incident, its use and maintenance status is unknown and there are no failure parts or logs for further investigation, the root cause couldn't be determined.".

Event description:
It was reported that vent fail during use no health consequences have reportedly occurred.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.